Manufacturer narrative:
The device was received for evaluation contaminated with blood. A visual inspection was performed through the bag it arrived in, under a fume hood, which revealed a cut/slice/hole in the tubing. The reported condition was verified. Due to the nature of the sample, no functional testing was performed. The cause was determined to be due to the placement of the set in the packaging machine cavity which resulted in the tube being cut by the machine blade during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set leaked. During an unspecified surgical procedure, "the tubing split when the flow was increased and contents spilled." The tubing was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.